Event description:
Cormet revision due to high level of cobalt ions in serum. Exact date of revision unknown.

Manufacturer narrative:
Patient notes and details, explantation and implantation date requested. Device manufacturing records to be reviewed. Initial review of pre-revision x-rays suggest that the cormet cup was implanted at an angle likely to lead to edge loading. Please note: this issue reported due to cormet cup but this was coupled with a thr with large diameter mom head which is not cleared for sale in the USA (incident is outside USA).